Manufacturer narrative:
The MFR's service rep instructed the customer why the error may have occurred, and that a cable needed to be replaced. The customer will call to order the part at a later time. No further repair info is available.

Event description:
The customer reported that the instatrak system displayed an error message. No pt injury was reported.